Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced persistent elevated blood glucose (bg) levels up to 487 (mg/dl). Reportedly, the customer also has an undisclosed illness. During troubleshooting with tandem technical support, a few small air bubbles were noted in the patient tubing; however, pump was performing as intended otherwise. A correction bolus was delivered to address bg levels.